Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1921703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As the 6f-7f mynxgrip vascular closure device (vcd) was advanced through the unknown sheath and blood vessel, resistance was experienced so the user retracted and tried to readvance it. However, resistance still existed. In the end, the user removed the device. So, it could not be used on patient. The sealant was observed to have remained. It seems that the sealant was exposed during product collection. The procedure was completed using another unknown mynx device. There was no reported patient injury. The type of procedure the mynx grip vcd was used in was a percutaneous coronary intervention (pci) case. The procedure used a retrograde approach. The deployer was mynx certified. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device stored and prepped per the instructions for use. The device was used with a 6f unknown sheath. The femoral artery¿s suitability verified on angiography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was in the common femoral artery (cfa). The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10 lot information was updated due to error from reporter on lot # initially provided. The DHR was re-evaluated with the updated lot information. See complaint conclusion below. Complaint conclusion: as the 6f-7f mynxgrip vascular closure device (vcd) was advanced through the unknown sheath and blood vessel, resistance was experienced so the user retracted and tried to readvance it. However, resistance still existed. In the end, the user removed the device. So, it could not be used on patient. The sealant was observed to have remained. It seems that the sealant was exposed during product collection. The procedure was completed using another unknown mynx device. There was no reported patient injury. The type of procedure the mynx grip vcd was used in was a percutaneous coronary intervention (pci) case. The procedure used a retrograde approach. The deployer was mynx certified. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The device stored and prepped per the instructions for use. The device was used with a 6f unknown sheath. The femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was in the common femoral artery (cfa). The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant was deployed on the catheter shaft, exposure to blood. The advancer tube remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. No damage/kink was observed in the atraumatic wire distal tip as received. Per functional analysis, using an applicable lab introducer sheath the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. The shuttle down procedure was simulated. The shuttle was advanced and retracted to the black handle without issue. Per microscopic analysis, at high magnification showed no kink/damage in the returned device atraumatic wire distal tip. The procedural sheath involved in the reported complaint was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. A product history review of lot f1910602, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.